Event description:
Customer emailed us informing us that as he was using the scooter on the sidewalk, the scooter's front wheels had a very difficult time going over the sidewalk. The front wheels would immediately turn and caused the scooter to flip over, thus causing him to flip over the scooter and fall very hard on the ground. This happened several times when he tried to use the sidewalk. The end user had surgery on his leg three years ago and recently saw surgeon due to recurring problem. The fall reinjured his current injury and he received another hair line fracture just below the knee. He is currently on crutches for 3x weeks. If that does not work the surgeon will be ordering an MRI to show how much damage was caused. The following week he will know if they are going to put a cast up to his hip.